Event description:
It was reported that a detached sensor wire occurred. The sensor was inserted into the abdomen on (B)(6) 2024. On 03/13/2024, the patient¿s sensor provided an error message, therefore, the sensor was removed. Once removed, it was noticed the sensor wire was not attached to the sensor pod and had remained under the patient¿s skin. There was also a little blood present. The patient was then brought to the emergency room by his parent. The doctor at the ER told the family to observe the area and was advised to call their doctor back in 1-2 weeks with an update. The patient was given a prescription for tylenol to take as needed for pain. The patient was fine at the time of report on 03/14/2024. Follow up contact was made with the patient on 04/08/2024. It was reported that the patient's parent did not take the patient back to the doctor after the event and the patient is currently doing well. No product was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).